Event description:
The following has been reported: nurse reported: pump kept reading "tubing set misloaded', after multiple different pumps tried and pumps were cleaned with alcohol and toothbrush. A preliminary review identified the following issue: tubing set misloaded. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.